Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using a ruby coil lp and a non-penumbra microcatheter. During the procedure, while advancing the ruby coil lp close to the distal tip of the microcatheter, the physician experienced resistance and subsequently, the ruby coil lp would not advance past the tip of the microcatheter. Therefore, the ruby coil lp was removed. The procedure was completed using another ruby coil lp and the same microcatheter. There was no report of an adverse effect to the patient.